Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating and pump battery was intermittently not charging while using multiple usb ports and usb cables. Customer plugged usb cable into a wall adapter and pump battery charged. At the time of the report the reported issues were resolved. Customer's blood glucose was 177 mg/dl.